Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the jaws of the device could not be reopened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was no patient injury, and another device was used to complete the procedure.